Manufacturer narrative:
(B)(4). Product has been requested to be returned but has not been rec'd. (B)(4).

Event description:
The customer reported that the alarm has power but does not sound when weight is removed from the sensor pad. The customer reported that they are using a new sensor pad and that the batteries had been replaced with a new supply, there was no visible damage to the outside of the alarm. There was no pt contact.